Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy. It was noted that the ins initially worked and the patient was also feeling stimulation. It was reported that the patient was previously in the hospital for a c diff infection and it was totally unrelated to the device. The patient was getting better, getting physical therapy, but was not quite back to as she was before, but doing much better. It was reported that since the patient was in the hospital she stopped feeling stimulation and started going to the bathroom more frequently. The consumer wanted to know what he could do with the ins to help the patient. No outcomes were reported at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient will go a day or so and feel stimulation and then a couple of days she did not feel stimulation anymore but her urine control was still good and everything was working fine. The patient reported that the device had been very effective for them. The patient also reported that during the day the patient only goes to the bathroom 3 or 4 times, but at night had to get up every 2 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.